Event description:
It was reported by the customer that during use the intra-aortic balloon (iab) had a blood back event. Patient involved. No harm is reported. Event occurred on (B)(6) 2026. Users surfaced blood in the catheter line and stopped treatment. Issue reported onsite on 29 may. Identified long listing of iab catheter restriction alarms in the logs, consistent with user complaint. Parts were scrapped.

Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore no UDI number can be provided. The intra-aortic balloon (iab) leak occurred due to loss of balloon system integrity resulting from mechanical damage to the balloon membrane or catheter components. This includes membrane abrasions or tears, catheter perforation from sharp objects or severe kinking, inner lumen breaks or kinks, and seal failures at the balloon tip or rear seal allowing unintended blood or gas ingress. DHR review is required for recent devices, confirmed defects, serious injury or death, or regulatory requirements (germany, singapore). A cr/CAPA/scar review was conducted. There were four crs (1071184, 1154335, 1334431, 1465479) for this product type, all non-fiber optic sensation plus 7.5 fr and sensation devices. All four crs are closed with no CAPA required. IFU actions: stop pumping, remove catheter, consider trendelenburg position, and replace iab if needed. Dfmea review: failure mode "iab leaked" and related conditions (lumen break, membrane leak, joint leak, tip damage, continued pumping after leak alarm) were reviewed in dfmea 08-115-01 rev ad. All identified failure modes have very low occurrence, severity ratings of 3 to 4, and risk indices of 0 to 1. Risks are classified as tolerable or negligible and fall within the acceptable risk profile. Labeling review: all iab product ifus (linear, sensation, sensation plus, mega, yamato plus, rlm, transray plus) include warnings and instructions for leak scenarios under sections iiia1, iiia3, and iva1 to va4. Ifus provide clear guidance for detecting and responding to leaks, including stopping pumping and removing the catheter. Conclusion: no escalation required. The failure mode is addressed in the risk file, labeling covers corrective actions, and the device operates within its risk profile. There is no evidence of nonconforming or counterfeit product. Catheter restriction alarm: the catheter restriction alarm indicates that the intra-aortic balloon cannot inflate or deflate normally because airflow through the catheter or tubing is blocked. When this occurs, the cardiosave automatically enters standby and keeps the balloon deflated to avoid unsafe pumping. Causes of a catheter restriction alarm: mechanical obstruction such as kink, bend, or compression in the iab catheter, extracorporeal tubing, or extender tubing system response: the iabp enters standby. The balloon remains deflated until the issue is resolved and pumping is restarted user troubleshooting per cardiosave IFU: if catheter or tubing is restricted: inspect tubing for kinks or compression. Correct the restriction and press start. If balloon membrane is not fully unfolded: aspirate to confirm no blood return. Manually inflate and deflate balloon with 30 cc of air using a syringe. Press start to autofill and resume pumping. If balloon is still in the sheath: verify catheter markings to confirm full exit from sheath. Reposition sheath if necessary. Press start to resume pumping. Complaint trending and investigation: monthly trending is performed for all iab alarms. No cr/CAPA/scar actions related to catheter restriction alarms have been required since january 2023. DHR review is conducted only when criteria in win-01614 are met, including: device manufactured within 1 year of event. Confirmed or suspected manufacturing defect. Serious injury or death. Regulatory requirements (germany, singapore). When required, DHR review is documented as a separate complaint task. Root cause category: mechanical obstruction causing restricted airflow through catheter or tubing ufmea findings (cardiosave): use error, such as failure to press the iab fill key or failure to troubleshoot alarms, is documented as a known risk mode. Alarm categories are defined in the operating instructions. Dfmea review (iabs, dfmea 08-115-01 rev ad): failure modes associated with airflow restriction include: catheter kinking during tray removal. Kinking during insertion or sheath passage. Damage to catheter or extender tubing. Inability to verify iab position leading to restriction. Inadequate gas passage during therapy. All have severity 2 to 4, occurrence 1, and risk index 0, demonstrating acceptable and controlled risk. Labeling review: across multiple iab product ifus (linear, mega, sensation, sensation plus, transray, yamato plus, transray plus), alarms and troubleshooting steps are consistently included. While adherence to IFU could not be confirmed, labeling fully covers this failure mode. Overall conclusion: the catheter restriction alarm is triggered by conditions that obstruct airflow to or from the iab, preventing normal balloon function. It is addressed in cardiosave and iab ifus with clear troubleshooting instructions. Dfmea and ufmea confirm that the risk is well characterized and acceptable. Complaint data show no trend, no CAPA requirement, and no indication of manufacturing defect or nonconforming product. No escalation is required.